Event description:
Pt was evaluated after a go-cart accident. A 10% pneumothorax was diagnosed. Md elected to have pt return for chest x-ray. Pt did not show up. Two days later chest tube placed to water suction. Chest tube discontinued and pt sent home. Three days later pt presented to md office with increased chest pain, cxr showed 20-40% right pneumothorax. Right chest tube placed to suction. Two days later chest tube to water seal. The next day chest tube discontinued in the morning and at 1750, chest tube replaced to suction. Two days later to or for right thoracoscopy of bleb resection, chest tube to suction. Two days later chest tube to water seal for 1 hr, then had to be placed back to suction. Two days later chest tube to water seal. Two days later chest tube clamped and then removed later that day. The next day pt discharged home. Surgeon reported ten days later they believed the water seal chest drain system caused problems because of the pt's course of treatment.